Event description:
The customer reported that the system wouldn't allow them to change frame rates from 8 fps to 4 fps. When rebooted, it stayed black for about 40 seconds before they were able to get an image on the monitor.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the monitor. The system operates as intended.